Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Femoral stem for total hip replacement was done on 2009 (solution stem). Breakage of stem was noted by (B)(6) in (B)(6) 2016. Referred to original surgeon of (B)(6). No obvious signs of trauma that lead to breakage of the stem. Surgeon request to conduct investigation into the matter examination of the returned device confirms the reported material fracture. The root cause is low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the hip stem that could have contributed to fracture initiation and/or propagation to failure. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to fractured stem.